Manufacturer narrative:
Per tandems user guide: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of greater than 600mg/dl via bg meter. Elevated bg was addressed via a manual injection. System check with tandem technical support identified use error as a suspected cause with the customer reportedly using insulin that had been exposed to cold. Tandem technical support educated the customer to use room temperature insulin.